Event description:
It was reported that a device issue occurred resulting in an aborted procedure. A ce ilab was selected for the ultrasound examination of the target lesion. During the ivus procedure, the device automatically restarted. The procedure was not completed. There were no patient complications, and the patient was stable. It was further reported that only the imaging procedure was cancelled, and that the patient had a stent implanted as planned.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. A ce ilab was selected for the ultrasound examination of the target lesion. During the ivus procedure, the device automatically restarted. The procedure was not completed. There were no patient complications, and the patient was stable.